Event description:
During a total abdominal hysterectomy procedure, the staples did not lock. The surgeon sutured the vaginal cuff to complete the procedure without pt injury.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.